Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this medwatch # (B)(4) is a duplicate of medwatch # (B)(4) which is reported under MFR 0008031000-2024-00163. Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined this medwatch # (B)(4) is a duplicate of medwatch # (B)(4) which is reported under MFR 0008031000-2024-00163. Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ brazil. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the trigger of the handpiece was sticking and when it was activated, the engine would not turn off. As a result, when the doctor began the technique to mill the acetabulum, the mill ended up wrapping around the scrub nurse's glove and coat, it ended up on the scrub nurse's wrist resulting in a superficial cut. Due diligence is in progress for this complaint; to date no additional information or product has been received.